Event description:
The patient reportedly was unable to test on patient's one touch basic due to meter prompting "insert strip". The patient received a result of 410 mg/dl on the meter at 9 am on the day of the incident. Patient tried to test again at 10:30 am due to feeling dizzy and dehydrated. Patient was unable to get any results because of "insert strip" message. The patient went to the hospital that evening around 7 pm, to have blood tested. Patient took set amount of 10 units 70/30 insulin before going to hospital. The result at the hospital was 101 mg/dl. Two hours later, patient was tested again with a result of of 107 mg/dl. It is unclear whether lab test of if hospital meter was used. There was no treatment. The patient was sent home and told to take insulin. Patient's insulin regimen has not been changed. Patient stated that the rescue squad had tried a new battery in the meter. Patient stated the rescue squad was there to help spouse. The meter would not power on the next day, therefore patient could not test. Patient had backup meter that patient used until patient called and received a replacement meter. The patient stated that patient was in the hospital previously due to pneumonia and congestive heart disease during which time patient had a blood sugar result of 600+. No further information has been reported.